Event description:
Device does not generate audible alarms in conjunction with errors being displayed on the device's screen. Patient's blood glucose was not affected, and no treatment was received. Patient switched to back-up device.